Event description:
Ten days post replacement for a leaking lap-band, doctor noted infection around the port site. The original date of operation was (B)(6) 2020, the patient was admitted to the hospital and the device was removed on (B)(6) 2020.

Event description:
Ten days post replacement for a leaking lap-band, doctor noted infection around the port site. The original date of operation was (B)(6) 2020, the patient was admitted to the hospital and the devce was removed on (B)(6) 2020.